Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported by customer's friend that the customer's insulin pump alarmed a button error. Customer's friend stated the customer went water rafting in (B)(6) with insulin pump attached. Advised customer's friend in order to get emergency insulin, customer must go to emergency room. Advised customer's friend that customer should call to troubleshoot. The blood glucose reading was 72mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.